Event description:
It was reported that after the device was implanted, it was "set too high. The patient also indicated the device "went off five times." The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3708140 x2 extensions (B)(6) 2008; 37702 pain stim implantable pulse generator (B)(6) 2008; 39565-30 pain stim lead (B)(6) 2008; 6949 implantable tachy lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).